Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging an unusual issue with the subject meter; when the countdown is completed after applying blood the reporter has to wait a further "10-15 seconds" before a result is displayed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.